Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was tested for flow rate accuracy at 40ml/hr for a volume to be infused of 40ml with a result of 41.568, and an error percentage of 3.92% which is within 5% specification. The event history log was reviewed for the last days of customer use as no event date was provided. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump over infused during testing in the biomed service department. This was further described as the test was set to run for 30 minutes at a rate of 40ml/hr for a volume to be infused of 20ml and the pump infused more than 21ml. There was no patient involvement. No additional information is available.